Manufacturer narrative:
Patient information is currently unavailable. The date of manufacture is currently unavailable. The hospital biomed has replaced the internal battery boards to fix the reported issue. Patient information is currently unavailable. The date of manufacture is currently unavailable. The hospital biomed has replaced the internal battery boards to fix the reported issue.

Event description:
The hospital reported that, during the case, the unit stopped ventilating. The unit was also noted with continual battery issues. There was no reported patient injury.